Manufacturer narrative:
Complainant city: (B)(6). Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a 7mm longitudinal tear starting 8mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-nov-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion containing an acute angle was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. Following pre-dilation,a 2.75mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed longitudinal balloon tear.